Manufacturer narrative:
As stated in the literature, incisional dehiscence is a potential complication following prosthetic breast reconstruction, where the edges of the wound separate resulting in an open wound or possibly exposure of the implant. This can be exacerbated in the setting of previous radiation therapy (rt) at the time of exchange of a tissue expander to a permanent implant. It can be solved by using dressings to close the incision, or it may require additional surgery. (M. Nahabedian, 2013). Extrusion represents potential complications associated with the use of breast implants, it involves the implant coming through the skin, normally through the incision where it¿s been placed. Extrusion can happen for several reasons, such as the skin over the implant thinned too much leaving too little coverage for the implant, the implant used is too large, the incision did not heal well and broke open. Implant exposure due to poor tissue coverage frequently obligates the surgeon to remove the breast implant and begin anew (gargano, ciminello & de santis; 2009). Silicone is an excellent and proven biomaterial, essentially inert and highly compatible with human tissue¿. (Skandalakis, shiffman. Breast augmentation: principles and practice. 2009 springer-verlag berlin heidelberg). Dfu revision: per our directions for use, each patient must receive the establishment labs s.a. ¿motiva implants®: information for the patient¿ . During her surgical consultation, it is the surgeons´ responsibility to ensure that the patient completely understands the information regarding the risks, benefits, and recommendations associated with silicone gel-filled breast implant surgery, as well as the complications typical of any type of surgery. This document is available in motiva® website: IFU.motiva.health. The instructions for use in the directions for use were reviewed to determine if there are indications that ensure the prevention and good handling of the product. For this event, it is considered that the information is suitable on the section of surgical precautions as follows: "surgical wound dehiscence (swd) is the separation of the margins of a closed surgical incision that has been made in the skin with or without exposure or protrusion of underlying tissue, organs or implants. Separation may occur at single or multiple regions, involve the incision's full length, and affect one or more tissue layers. A dehisced incision may or may not display clinical signs and symptoms of infection." "Breast implant extrusion, or breast implant exposure, occurs when the breast skin and tissues that are holding the implant fail, causing the implant to protrude through the skin and become exposed. It happens in less than 2% of patients; it is shortly after breast augmentation or down the road. Breast-implant extrusion can occur for various reasons, such as improper wound healing due to an infection, trauma, too little soft-tissue coverage, oversized implant coupled with too little tissue coverage, or lack of blood supply. Breast-implant extrusion calls for surgery and removal of the implant". "In general, cutaneous risks with breast implants seem to be low. However, several reports have documented the presence of cutaneous hypersensitivity-like reactions to breast implants, despite the biological compatibility and presumed inertness of their compounds. Topical and systemic medications may relieve the symptoms and lead to a successful resolution. In some cases, implant removal is required for complete symptom relief." Also, a complete review of the DHR's was carried out, no deviation was found in the process, so it is established that there is no evidence of a relationship between the event and the manufacturing process. Initial internal investigation was generated, in order to identify if there are any other complaints for the same or similar nature of the reported events. These conditions are considered potential risks of the surgery as indicated in the product directions for use. Establishment labs maintains a constant monitoring of the product in the market to evaluate the performance of its devices; no negative trends have been observed for this complaint type that merits the implementation of corrective actions nor preventive actions.

Event description:
Turkey. Allegedly, a patient who had undergone a mastopexy (breast lift) procedure with implant placement under general anesthesia three weeks earlier experienced an allergic reaction, manifested by redness and whitish discharge in the breast, dehiscence of the incision in a t-shaped pattern from the previous surgery, leaving the implant exposed was experienced. The patient subsequently underwent a second procedure under general anesthesia. The implant associated with the allergic reaction in the right breast was removed ((B)(6) ). No patient demographics, such as age, weight, or ethnicity, were provided by the reporter, and no adverse outcomes for the patient have been noted. Efforts to gather additional information are ongoing, and the investigation remains in progress.